Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of needing assistance setting up customer's pump. The customer's blood glucose level was 400 mg/dl. The customer treated the highs with the pump. The mother declined to troubleshoot for the highs. The customer was assisted with pump setup.